Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The analysis revealed that the balloon inner/outer member was separated. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily tortuous, heavily calcified, de novo, mid left anterior descending (lad) artery the 2.25 x 28 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy. The device was removed without reported issue. There was no reported adverse patient effect. It was noted that while inspecting the device for return the distal part of the stent catheter was detached. No additional information was provided. Return device analysis revealed that the balloon inner/outer member was separated.